Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No excessive no delivery alarms noted. The insulin pump alarmed no delivery properly during testing. Unit functioned properly. No physical damage noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. The customer was treated for high blood glucose with 2 manual injections using a syringe today. The customer was explained the 2 high blood glucose rules. Customer stated that she got a no delivery and clear with esc and act with changing set and the pump didn't continue to alarm. Customer is able to perform the high pressure test and did not alarm no delivery. Customer was advised that replacement infusion sets and pump would be sent out. Customer declined to troubleshoot no delivery at first but then agreed to complete high blood glucose troubleshooting.